Event description:
A surgeon reported a pt that was "complaining about his vision" following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the lens rotated off axis when the postoperative intraocular pressure (iop) went above 35 mmhg during the first postoperative night. The surgeon rotated the lens back to the correct position. The surgeon reported the pt sees images larger in this eye. The surgeon reported the pt had cellophane maculopathy which was asymptomatic prior to the iol implant procedure. The surgeon wondered whether the pt seeing a tilt of the top of images was an effect of the lens with the maculopathy. The surgeon reported the event continues. The lens was rotated into position, but the pt has anisocoria.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been one other similar complaint reported in the lot number. Attempts have been made to obtain additional information on 06/18/2012 by fax and mail. A completed questionnaire was received on 06/26/2012. (B)(4).